Event description:
It was reported that an electric pen drive 60,000 rpm stopped working during pre-testing set-up. The device was not used in a surgery, and there was no patient involvement. There were no injuries reported. This is report 1 of 1.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device returned to synthes (B)(4) - date unknown. Device was evaluated by synthes (B)(4): reliability engineering evaluated the device, and the reported problem was confirmed; the device was tested and would not engage when power was applied. The unit exhibited damage to the motor and the engine control unit (ecu) that was consistent with immersion in water. This condition is indicative of improper cleaning of the device. The manufacturing documents were reviewed and no complaint related issues were found.